Event description:
A report was received that the scs battery would keep on losing its charge. The patient was also experiencing discomfort at the ipg site. The patient will undergo a revision procedure.

Manufacturer narrative:
.